Manufacturer narrative:
On 03 august 2016, (B)(4) provided a document review of the ceramic component used for medacta implant, which reported as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect. On 31 august 2016 it was prepared a final report with the information included in the initial report and here above. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 26 july 2016 and includes: the cause of the pain was dislocation. Batch review performed on 02 august 2016: (B)(4). Not available.

Event description:
The patient came in complaining of pain, the cause of pain is unknown. The surgeon revised the bipolar head and the femoral head. The surgery was completed successfully. X-rays and explants are not available.